Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: it was reported that an unspecified number of bd plastipak¿ centric luer-lock hypodermic three-piece syringe experienced device damage while considered operable, and leakage. The following information was provided by the initial reporter: when using bd luer- lok syringes, a crack has occurred several times in the syringe liquid also leaked from the crack. D1: medical device brand name: bd plastipak¿ centric luer-lock hypodermic three-piece syringe. D2: medical device manufacturer: becton dickinson medical systems. D4: catalog#: 309658. D4: medical device lot#: 1272600. D4: medical device expiration date: 30-sep-2026. D10: device available for eval? Yes. D10: returned to manufacturer on: 19-jan-2023. G2: manufacturing location: becton dickinson medical systems. H4: device manufacture date: 29sep-2021. Investigation summary: one sample was provided to our quality team for investigation. The reported issue was not confirmed upon inspection of the samples. Since the reported defect was not confirmed a manufacturing root cause could not be determined. A device history record review was completed for provided lot number: 1272600. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that an unspecified number of bd plastipak¿ centric luer-lock hypodermic three-piece syringe experienced device damage while considered operable, and leakage. The following information was provided by the initial reporter: when using bd luer- lok syringes, a crack has occurred several times in the syringe liquid also leaked from the crack.

Manufacturer narrative:
H6: investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that an unspecified number of unspecified bd syringes experienced device damage while considered operable, and leakage. The following information was provided by the initial reporter: when using bd luer- lok syringes, a crack has occurred several times in the syringe [...] Liquid also leaked from the crack.

Event description:
It was reported that an unspecified number of unspecified bd syringes experienced device damage while considered operable, and leakage. The following information was provided by the initial reporter: when using bd luer- lok syringes, a crack has occurred several times in the syringe liquid also leaked from the crack.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.